Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this pacemaker was experiencing a low dose electrical current sensation when supine or on the left side. There is no muscle twitching. The cardiologist does not believe there is an issue with the device. However, the patient and the reporting physician believes that the device is having electrical discharge into the chest wall that is positional. This device remains implanted. This report is in regards to mw5068095.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, thei investigation will be updated.